Event description:
The technician alleged the head section is rising by itself. No patient impact.

Manufacturer narrative:
The technician replaced the side rail cable and the power control board to resolve the issue.